Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that non-intuitive motion issue occurred. The tse confirmed error 22020, which pointed to instrument engagement failure on universal surgical manipulator (usm) 4 occurred multiple times in the logs. The tse explained that the cause of the non-intuitive motion could be due to engagement issue. The tse advised the customer to reseat the instrument or the sterile adapter (sa) if the issue reoccurs. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not move as the surgeon intended. There was shakiness and friction. Non-intuitive motion was not resolved during the procedure. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting , an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system and found no issue during testing. Fse noted that the reported issue has been resolved on the phone with the tse. Fse verified and confirmed proper system configuration. Usm arm movement was confirmed to be within specification. Additionally, as part of service, fse performed proactive replacement of the surgeon side console headrest. This is unrelated to the customer reported issue. After replacement, the system was retested and verified as ready for use. The replaced surgeon console headrest is a field scrap item and will not be returned to isi for further investigation. The complaint regarding non-intuitive motion was not confirmed based on the field evaluation. The probable root cause of the non-intuitive motion is attributed to improper customer setup. Based on tse notes, the system issue may be due to a loosely connected, improperly seated instrument or sa on the usm arm. It can be resolved by reseating the instrument or the sa. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the usm arm moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.